Manufacturer narrative:
The device has not been returned. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Dacapo power pack showed broken housing with electrolyte leakage. At the moment it is unknown if the patient had contact to battery chemistry or if any injuries were reported.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Event description:
Dacapo power pack showed broken housing with electrolyte leakage. The user did not have any contact to battery chemistry and no injuries were reported.

Manufacturer narrative:
Conclusion: a dacapo power pack had a broken housing with electrolyte leakage; however, neither patient contact to battery chemistry nor any injuries were reported. No cause for the malfunction could be determined as the device has not been received for failure investigation. This is a final report.

Event description:
Dacapo power pack showed broken housing with electrolyte leakage. The patient did not have any contact to battery chemistry and no injuries were reported.